Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the pilot balloon malfunctioned during a thoracostomy and lower lobe operation. The caller reported that the deficiency resulted in difficulty deflating the pt's lung. The end clinician elected to remove the device and reintubate with a replacement tube. The tube was replaced without incident to the pt.